Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported via phone call that the buttons were unresponsive. The customer's blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed full functional testing including the displacement test, rewind, prime seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. All buttons functioned properly. No damage in the keypad assembly noted. The j1 connector on the printed circuit board assembly was inspected and properly connected. No unexpected button keypad unresponsive noted during testing. The insulin pump had scratched case.